Event description:
Surgeon suturing incision with biosyn 3-0 p-12, ref: (B)(4), when needle broke off from suture while suturing a continuous stitch. Surgeon needed to connect two sutures to ensure continuous stitch for incision closure.